Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the worn-out connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the front panel lighting failure was due to a system failure from a worn out connector socket. In addition, an e300 error message appears, the lamp counter can be reset, and the hose is dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the front panel light blinking and the lamp counter could not be reset. Customer replaced the lamp. There was no harm or user injury reported due to the event. This report is being submitted for the front panel light blinking.